Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash/skin condition"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary probls"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, headache, dysmenorrhoea, rash, bladder disorder, urinary tract disorder, fatigue, alopecia, migraine, weight increased and hormone level abnormal outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, fatigue, headache, hormone level abnormal, migraine, pelvic pain, rash, urinary tract disorder and weight increased to be related to essure. The reporter commented: number of proximal coils: 2 on left cornua and 3 on right cornua discrepancy noted that essure was not removed. Plaintiff received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results of confirm.: test bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Added event: dysmenorrhea(cramping), rash/skin condition, bladder probs.,urinary probs., fatigue, hair loss, hormonal changes, migraine, weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("headaches"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain and headache outcome was unknown. The reporter considered headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.